Event description:
Customer reported a leak during priming. Patient injury and medical intervention were not reported for this event. No additional information is available.

Manufacturer narrative:
The reported condition of leak was confirmed. The sample was evaluated and a knife type cut was evident; this kind of defect was not generated in the manufacturing process because we do not handle cutting elements that are directly in contact with the disposable. The pouch do not show any cut, the cause of the defect was determined as incorrect use protocol, this defect was not generated in the manufacturing process of the device. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. (B)(4).